Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 341 mg/dl while wearing the pod between 4 and 24 hours. The patient had experienced pain as well as leaking at the pod infusion site (arm). When removed from the infusion site, the pod's cannula was found to be dislodged. As treatment, the patient applied a new pod. The patient's blood glucose history are as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause pain. The exact cause of the reported pain during insertion could not be determined.